Event description:
Dealer stated that the caster wheel on a trpt transport chair has allegedly come off the rim.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model trpt, serial number/date code (B)(4) is approximately 16 years old. The owner's manual was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumers' medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.